Event description:
Additional information was received as follows: intervention was performed with implant of an endurant cuff to the proximal portion of the originally implanted talent bifurcated stent graft. It was noted that the talent bifurcated stent graft was not originally implanted directly below the renal arteries. The cause of the endoleak was due to insufficient sealing zone. The type ia endoleak was resolved and patient is fine.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. At the time of discharge and follow-up no endoleak was seen. Five days post implant a type ia endoleak was confirmed and the patient was being monitored. Four months post implant follow-up confirmed that the type ia endoleak was resolved. Approximately 11 months later post-operative follow-up confirmed there was type ia endoleak from the proximal end of the right side of the stent graft and the decision was made to monitor the patient. It was reported that approximately 26 months post implant there was a type ia endoleak noted. No clinical sequelae were reported and the patient will be monitored. The physician commented that the endoleak was caused by the short landing zone. There has been a 1cm gap between the renal artery and the proximal end of the talent bifurcated stent graft since implant.

Manufacturer narrative:
(B)(4).